Event description:
The pt experienced symptoms of underdose and went in for a catheter revision on (B) (6) 2010. At that time, the catheter was revised and the pump was found to be flipped. On (B) (6) 2010, the pt was programmed to a lower dose per day. On (B) (6) 2010, the pt came back in and they expected to pull 4.5 cc from the pump, but they got 22 cc back; this was the amount shown on the date of the refill where dose was cut in half. They planned to do a catheter dye study. The device system was used to deliver dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).